Manufacturer narrative:
Fields b3, b5 & g3 were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure performed during the event was spine case and there was a minimal delay in surgical procedure.

Manufacturer narrative:
(H3, h6): no device was returned to manufacturer for analysis. Codes applicable are b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional regarding a generator and handpieces being used for a procedure. It was reported that the system produced sparks from two different handpieces. The sparks had produced a small flame but did not produce a fire. The site had put the system aside and not continued to use in the operating room. The procedure was intra-operative. There was no impact on patient.